Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, after the being fired, while removing the stapler and removing the donuts from anvil, the surgeon noticed the distal donut was incomplete. A leak test was performed with a scope and there was no leak. No patient injury.